Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after plugging in the home monitor, the status light remains orange.

Event description:
Reportedly, after plugging in the home monitor, the status light remains orange.

Event description:
Reportedly, after plugging in the home monitor, the status light remains orange. Preliminary analysis that the reported event could have resulted from a software issue.

Manufacturer narrative:
Preliminary analysis that the reported event could have resulted from a software issue.